Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was causing irritation and was sticking out from under the skin. The icm remains in use. No further patient complications have been reported as a result of this event.